Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, admission to the intensive care unit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2025. The patient's blood glucose levels reached 1900 mg/dl after wearing the pod for an unknown duration. The patient was found unconscious and was therefore unable to recall any additional symptoms. According to the patient, a healthcare professional stated that ¿the pump turned off overnight.¿ the patient was admitted to the intensive care unit, though no further treatment details were provided. The pod was removed and discarded at the hospital. The patient could not recall the exact discharge date but believed it occurred around the beginning of (B)(6) 2025.